Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl which was treated by pump. Customer stated they had not given themselves insulin before they ate a burger and pickles. The auto mode feature was not active at the time of the high blood glucose event. The insulin pump will not be returned for analysis.